Event description:
A malfunction on the customer's pump was reported, with a specific malfunction code, malf 12, appearing multiple times. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.